Event description:
It was reported that during a thoracoscopic partial lung resection procedure, visual inspection showed that the anvil jaw was damaged, and the staples were not properly formed. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4).date sent: 7/21/2026.d4: batch #unk.additional information was requested, and the following was obtained:an abnormal feeling/abnormality in function was noted during use of the device. However, specific details are unknown.upon inspection of the returned stapler, some c-shaped staples were confirmed. It is assumed that the same condition may have occurred on the patient side.at the time of the event, bleeding and tissue damage were within an acceptable level.no special treatment was performed for the area where the staples were not properly formed, and no issues were observed during the leak test.no change in the surgical procedure was made during additional suturing/re-anastomosis.the patient is stable.it was suggested that the device may have been fired while gripping a lung forceps or similar instrument. However, the doctor did not recall this occurring. The doctor¿s opinion was that the device may not have been able to overcome the thickness and hardness of the lung tissue.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.a manufacturing record evaluation was performed for the finished device batch number of 909d30 / 22gst60d , and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.